Manufacturer narrative:
Per the clinic, it was reported that the patient underwent a surgical drainage of hematoma procedure (date not reported). The patient was also hospitalized (date not reported) due to necrosis at the implant site. During the admission, the patient underwent a tissue debridement under general anesthesia (date not reported). The patient was treated with IV antibiotics during the admission (specific date and duration not reported). Device analysis report attached. This report is submitted on may 07, 2024.

Manufacturer narrative:
This report is submitted on march 21, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to unspecific medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site which caused dehiscence and implant exposure. The patient was treated with oral antibiotics (specific date and duration not reported). Reimplantation is planned but had not taken place at the time of this report. Correction: the correct date of explant is (B)(6) 2024, not (B)(6) 2024 as previously reported in the initial report. This report is submitted on april 16, 2024.